Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient currently receiving baclofen (2500 mcg/ml at 269.9 mcg/day) via an implanted pump. The pump had previously been delivering baclofen (2500 mcg/ml at 769.9 mcg/day). The indication for pump use was intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2015, the patient had "severe spinal surgery" done where they "cleaned out everything on the spinal column (scar tissue, cyst removed, shunt put it)". After the surgery, the patient was getting way too much pump medication, so they reduced the medication seven times. On (B)(6) 2015 while the patient was in the hospital a 20% reduction was done. The other reductions were done on (B)(6) 2015 (10% reduction), (B)(6) 2015 (10% reduction), (B)(6) 2015 (10% reduction), (B)(6) 2015 (7% reduction), (B)(6) 2015 (19% reduction), and (B)(6) 2015 (12% reduction). Since (B)(6) 2015, the patient was getting more spastic. The patient was looking for a closer physician as he was currently going a long distance to see his healthcare professional. The patient's pertinent medical history/concomitant medications, the cause of the event, diagnostics performed, actions/interventions taken, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information as well as further clarification regarding the event. If additional information is received, a follow-up report will be sent.